Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bradycardia and experienced a syncopal episode six weeks following implant of an implantable pulse generator (ipg). The ipg is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their implantable pulse generator (ipg) rate had dropped below the low rate setting.